Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.

Event description:
Boston scientific crm received information that this pacemaker was unable to be interrogated. This patient has been lost to follow up and has not been seen in years. At initial interrogation, the programmer recognized the device but could not compete the interrogation. Boston scientific technical services suggesting trying to place a magnet over the device. The patient does have their own intrinsic rate at 50 bpm. To date, there have been no adverse patient effects reported.